Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported dissection and subsequent death remain unknown. The pressure wire instructions for use (IFU) cautions that torquing the pressure wire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressure wire separating from the tip and vessel dissection is a potential complication which may be encountered during all catheterization procedures. Additionally, torquing the pressure wire without observing corresponding movement of the tip may cause vessel/ventricle trauma. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a ffr procedure, the patient expired. An attempt was made to cross the lesion; however, the device was unable to cross. The catheter was removed, reshaped and the patient immediately collapsed due to a dissection. Intervention was attempted but the patient expired.

Event description:
The guidewire was attempted to be used for ffr. However, the device had difficulty passing the lesion. The guidewire was removed and reshaped, but the patients vitals dropped and the patient lost consciousness due to a dissection. All routine interventions (e.g. Balloon and stents) were used to treat the dissection, but the patient expired. The physician does not believe the guidewire caused or contributed to the death.

Manufacturer narrative:
Additional information: